Event description:
It was reported that there was backflow of the patient¿s blood through a light sensitive drug set. It was observed that blood had back flowed into the parenteral nutrition bag through the set and the microclave connector (non-baxter product). In response, the infusion was immediately suspended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address (B)(6). The actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The two retention samples were attached to a connector component until they clicked and both retention samples torqued as required (connected and disconnected). An air passage test was performed, and no blockages were observed. Functional testing was performed where the sets were loaded into an infusion pump. A flow rate test was performed, and the flow of liquid was observed throughout the set with no issues. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured and the reading was within the acceptance criteria. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.